Event description:
Since september 2005, the reporting offic has seen seven cases of fungal keratitis. Five of the seven cases were contact lens related and believed to be fusarium. In three of the five cases, the patient was using renu with moistureloc multi-purpose solution, one patient was using optifree and the other case te patient was reported to be "probably" using optifree. One of the five patients was using renu rewetting drops. Three of the five patients were wearing acuvue contact lenses, one patient an uknown bausch & lomb brand, and one patient wore biomedics. All were daily wear with unknown replacement frequencies. All cases were referrals that had mostly been treated with vigamox. Two of the five cases have progressed to transplants. Not all details were known, and details, were not specific to individual patients.